Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revised a right hemi hip to a total hip with constrained liner due to dislocation. No allegations against the implants made. Update 30/september/2022 wg: spoke to rep. Rep confirmed that the endoprosthesis head came out of the patient's native acetabulum. Rep re-confirmed that no further information will be released by the hospital or surgeon.